Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us.

Event description:
It was reported that during a recanalization procedure, the helix was allegedly broken. Further it was reported that tip of the catheter and broken part of helix were present in the patient body and the remaining catheter portion was removed out of the body. The broken pieces of the device were removed after multiple attempts using gooseneck snare. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the helix of the atherectomy device reportedly broke. After placing a 6fr 45cm curved sheath and making multiple passes with the device, it was found that the beveled tip and most of the helix remained in the patient's body. Attempts to retrieve the helix with a goose neck snare were unsuccessful in getting the beveled tip into the sheath. After upsizing to an 8fr 10cm sheath and encountering the same issue, the physician decided to pull everything out simultaneously. The helix and beveled tip were removed intact. A 4fr 10cm sheath was then placed above the initial access site, and another atherectomy device was used to complete the procedure. The patient was in good condition at the end of the procedure.

Event description:
It was reported that during a recanalization procedure, the helix of the atherectomy device reportedly broke. It was further reported that after placing a 6fr 45cm curved sheath and making multiple passes with the device, it was found that the beveled tip and most of the helix remained in the patient's body. Reportedly, multiple attempts to retrieve the helix with a goose neck snare were unsuccessful in getting the beveled tip into the sheath. Furthermore, after upsizing to an 8fr 10cm sheath and encountering the same issue, the physician decided to pull everything out simultaneously. Evidently, the helix and beveled tip were removed intact. A 4fr 10cm sheath was then placed above the initial access site, and another atherectomy device was used to complete the procedure. The patient was in good condition at the end of the procedure.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The user has sent a report regarding the catheter helix break. Due to no sample/images/videos provided the reported malfunction cannot be confirmed. Therefore, the investigation is inconclusive for the reported break issue. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (mcw; dqx), d3, d4 (unique identifier (UDI) #), g1, g4, h6 (conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.